Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Manufacturer narrative:
E1: facility name "infusystem inc. -- (gaway-waycross)"investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with an error alarm 18 something, per patient. Per reporter, the patient removed and replaced the batteries and upon the pump powering on the alarm returned. Event occurred while use with patient at home. There was a patient involvement, and no patient harm/adverse event reported.